Event description:
It was reported that while at work the pt was hit on the head at the implant site by a door of a dog kennel and he immediately lost access to sound. He attempted to put on his back-up speech processor, but still could not hear. Upon seeing his audiologist a few hours later, testing indicated that the device has malfunctioned. The audiologist stated that there was redness and some swilling near the implant site. The pt reports no pain or adverse reaction during the incident or while seeing the audiologist.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.